Event description:
It was reported the pt was experiencing heating at the ipg site while recharging. Follow up identified the pt was experiencing heating not only while recharging, but also while the stimulation was in use. Further follow up found the physician opted to replace the ipg. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the complaint could not be confirmed. Pocket heating testing was conducted using the returned ipg and charger for 10 hours using test method 76-0011 and analysis of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance ID (B)(4) in the eon mini product requirements specification (53-5189 rev c.). Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.